Event description:
The duett sealing device was deployed following a left heart cath with percutaneous intervention (via a 6f sheath in the right common femoral artery). There were no notes regarding bovine sensitivity, multiple sticks, hematoma, scar tissue, or prior sealing device usage. The deployment was reported as unremarkable, but the pt was reported to be shivering, shaking, and moving excessively pre and post deployment. Hemostasis was achieved briefly, however a hematoma developed. The pt began to exhibit signs of reduced hemodynamic status. A rapid fluid infusion was started and a femstop was applied. A CT scan confirmed a retroperitoneal bleed. The pt was monitored overnight recovered without incidence, and was discharged to home the next day.